Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 3 unopened racepacks. There are no previous complaints of this code batch. (B)(4) units of this batch code were manufactured and distributed, there are no units in stock. Tested the strength and the attachment to the needle of the samples received and the results do not fulfill OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is justified. Taking into account that the results of the samples received do not fulfil the specifications of the OEM. Corrective/preventive actions: an improvement project was opened in order to avoid this kind of incident in the future.

Event description:
Country of complaint: hungary. When opened, it was found that the thread was detached from the needle.